Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included full functionality testing without duplicating the malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the error logs indicated error 259. This error occurs during the power on tests when there is a voltage difference between the two strings. The batteries returned by the customer were tested and the device was able to power up and the voltage was measured and was found to be within specification. It is unknown if the returned batteries were used at the time of the event.